Event description:
It was reported a patient reported no longer being able to feel their vns stimulation. The patient's vns displayed low impedance upon interrogation. The patient was referred for exploratory surgery. No known surgical intervention has occurred to date. No additional relevant information is available to date.